Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to the patients concerns with the product, "implants being badly infected", and "patient tested positive for alcl." Pathological markers confirming alcl have not been received. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
The events of "lymphoma-alcl-suspected" and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tested positive for alcl"; "implants being badly infected".